Manufacturer narrative:
Continuation of concomitant products: product ID 8709, lot# j0056581r, implanted: (B)(6) 2000, product type: catheter. Product ID 8709, lot# j0040000r, implanted: (B)(6) 2001, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Catheters 8709 (B)(4) and 8578 (B)(4) were returned for analysis. Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8709, lot# j0056581r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, lot# j0040000r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-sep-2002, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 25-sep-2002, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 29-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 7.6 mg/ml hydromorphone at a dose of 3.686 mg/day and 2,000 mcg/ml compound baclofen at a dose of 97 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a catheter event was confirmed about one month ago. The catheter had a tear/hole/fracture, the hcp did a dye study and the dye "pooled around the pump". When they went in for the revision on (B)(6) 2018 the catheter "just broke apart" in the pocket. They replaced the pump segment of the catheter on (B)(6) 2018. The catheter segment was to be sent back to the manufacturer for analysis. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.